Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned treatment of coronary procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed from error logs that there were frequent power interruptions to geometry components. The z-rotation servo drive appeared to be failing, so fse verified cabling, updated the servo drive firmware, and restarted the system successfully. However, due to the intermittent nature of the fault, amc drive replacement was recommended. The fse replaced amc triple servo drive and then carried out current calibration for longitudinal, z-rotation, and beam propeller axes. After replacement, the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were intermittently unavailable. The user had to perform multiple restarts to resolve the issue. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.